Event description:
The customer reported clear fluid leak of approximately 1 ml from the rinse block of the lh 500 hematology analyzer. The customer indicated that the leak was contained within the instrument. The customer was wearing personal protective equipment consisting of gloves, goggles, and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and observed that rinse was leaking out the top of the rinse block and down the back of the block. The fse stated that the rinse block was moving too far down the probe and the fse adjusted the rinse block. The fse observed excessive wear on the wiper block and the round opening on the rinse block was no longer perfectly round. The fse proceeded to replace the rinse block to resolve the leak. Failure mode of the leak is attributed to a worn rinse block which was moving too far down the probe. Results: worn rinse block. (B)(4).